Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the f-94 alarm was determined to be damage to the battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. When the evaluation has been completed, or if additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that during servicing, a flo-gard infusion pump was found to have experienced an f-94 alarm. No additional information is available.